Event description:
10/17/2000-fenwal quality dept was notified of an alleged transfusion reaction of split platelet product. Fenwal requested and received the following details for this event on 10/23/00. The recipient is an outpt who was being treated for myelodysplastic syndrome. Prior to this event, the pt received 2 leukoreduced packed rbc's. Transfusion site reported that 1 hour 15 minutes into the platelet transfusion; the pt developed chest tightness followed by shaking, chills, nausea and vomiting. Temperature increased to 105 f. The pt was admitted to the hosp and treated with antibiotics and analgesics. The pt subsequently recovered. Note: the time period between the completion of red cell transfusion and beginning of platelet transfusion was not provided to baxter. The platelet product was sent to the hosp laboratory for identification and culture. Staphylococcus spp.-coagulase negative was noted. Apheresis site indicated that it is unknown as to whether the prbc's were cultured. Pt info: pt with myolodysplastic syndrome. Tylenol 650mg, benadryl 25mg. Donation info: repeat apheresis donor. Donation 2000. Total time 1hr 6 min. Total volume of "wb" processed 4085ml. Total "acd" used 420ml. Whole blood to "acd" ratio 10:1. Volume of platelet product in part a approx. 240ml, part b approx. 240ml. Uneventful donation. Apheresis facility investigation: ethylene-diamine-tetraacetic acid retention tube of product was no longer available at the apheresis site because of the delay in receiving the report. Part b from this same donation was transfused to a different pt and reported no problems associated with the transfusion. Neither the pt's blood nor the platelet product was cultured. Investigators internal to this customer evaluated the component processing site and found no potential causes that could contribute to this event. Apheresis medical director indicated that this transfusion facility routinely uses bedside filters for all of the platelet pheresies products they transfuse, regardless of leukoreduction quality. Platelet environment chambers were maintained at 20-24 c. Apheresis site requested fenwal's assistance in their investigation.